Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The field service engineer (fse) evaluated the device and verified the reported issue. The fse found that a new power management speaker would need to be replaced. The fse replaced the power management speaker to resolve the reported issue. The unit passed all testing and operated within the manufacturing specifications. The speaker assembly was received for failure investigation (fi) and he reported issue was duplicated on the returned part. The root cause was isolated to the copper braided coil broken off from the coil inside the black glue. Assembly. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator generated an error relevant to primary alarm failure. The device was in clinical use at the time of the event; however, there was no report of patient or user harm.